Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, farawave 31mm catheter and faradrive sheath were selected for use. It has been mentioned that the air bubbles were visible in the sheath when introducing the farawave 31mm catheter. Air bubbles appeared to be coming from the distal end of the catheter continuously. Both flush lines were flushed multiple times, no visible air bubbles were observed in the lines. The guidewire was advanced out the distal end of the catheter and aspirated, but air bubbles were still visible. The guidewire was pulled back flush to distal end of the catheter and the air bubbles were still visible. The catheter was removed from sheath and flushed. Air bubbles were visible in the 20cc syringe each time sheath was aspirated. The splines were compressed together, and heparinized saline was visibly dripping from the proximal end of the splines before reintroducing into the faradrive sheath. The lines were flushed again, and sheath was aspirated. Air bubbles did subside. No visible defects or issues with the faradrive or farawave during preparation or post operation procedure. The procedure was completed successfully by using the original devices. No patient complications have been reported. The products are expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, farawave 31mm catheter and faradrive sheath were selected for use. It has been mentioned that the air bubbles were visible in the sheath when introducing the farawave 31mm catheter. Air bubbles appeared to be coming from the distal end of the catheter continuously. Both flush lines were flushed multiple times, no visible air bubbles were observed in the lines. The guidewire was advanced out the distal end of the catheter and aspirated, but air bubbles were still visible. The guidewire was pulled back flush to distal end of the catheter and the air bubbles were still visible. The catheter was removed from sheath and flushed. Air bubbles were visible in the 20cc syringe each time sheath was aspirated. The splines were compressed together, and heparinized saline was visibly dripping from the proximal end of the splines before reintroducing into the faradrive sheath. The lines were flushed again, and sheath was aspirated. Air bubbles did subside. No visible defects or issues with the faradrive or farawave during preparation or post operation procedure. The procedure was completed successfully by using the original devices. No patient complications have been reported. The products are expected to be returned.